Event description:
It was reported today ((B)(6)_2010) that the rrt (recommended replacement time) triggered for low device battery voltage on (B)(6)_2010. It was further reported that capacitor formation was attempted (B)(6)_2010. A charge circuit disabled message was amongst the 30 plus warning messages that were listed today. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.